Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: a review of the black box showed the data from the date of the complaint to be overwritten, and unexplained power on reset events occurring. The prime, rewind, and load steps, and the 24 hour testing was performed successfully. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. No power interruption occurred during the investigation. The power complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The battery cap was undamaged and was able to fit to maintain the electrical connection. The base of the pump was cracked between the keypad and the sealing. Moisture corrosion was found in the battery canister. A leak test was performed and failed due to a leak in the battery compartment and a leak from the damaged pump case. The pump cover was removed to find further moisture ingress to the continuous glucose monitoring module and the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.